Event description:
Boston scientific (bsc) crm received information that one month post the initial implant procedure, this right ventricular (rv) lead was exhibiting lead impedances >2500ohms with no sensing and no capture. The boston scientific field representative (fr) noted the lead was fixated with no apparent lead fractures, so the reason for the high impedance measurements could not be confirmed. The physician explanted the lead and replaced it with a new rv lead with the same pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The pacemaker was returned approximately six years later for an unspecified reason and is currently being analyzed. Upon completion from analysis, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. No explant date was provided by the field. Laboratory technicians noted that device system resets had occurred at or post-explant, which erased data that could have been used to calculate an explant date. Time stamps in the memory noted the last device interrogation date, previous lead impedance test and previous battery status occurred on august 22, 2014. The battery status that day was good. Technicians noted that it is possible that the explant date was august 22, 2014, however this was not confirmed.